Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and user advisory (ua) 20 (position out of range) were confirmed during archive data review and functional testing. It was found a defective load cell, a replacement was required to address (ua) 07 error and drive shaft needs to be rotated to home position to remedy (ua) 20 error message. Visual inspection was performed and found damaged front enclosure, lcd (missing line), no backlight to lcd and bent battery lock unrelated to the reported complaint. The front enclosure, processor board (no backlight to lcd and missing line) and battery lock were replaced to address the issue. In addition, the power distribution board (pdb) was not up to date; therefore was replaced. The autopulse platform is a reusable device as well as a serviceable device and was manufactured in 2008. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The platform has also exceeded its expected service life of 5 years. Following the repair, the autopulse passed all testing successfully with no issue or faults observed. During functional testing, (ua) 07 and (ua) 20 displayed upon powered on the device, thus confirming the reported complaint. Review of the archive data indicated error messages (ua) 07 and (ua) 20 on the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints for autopulse sn (B)(4).

Event description:
During shift check, the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and user advisory (ua) 20 (position out of range) error messages upon power up of the device. Customer stated that they tried to reset the shaft to home position however, the issue was not resolved. No patient involvement on this issue.